Event description:
A customer observed multiple positively biased pt results for troponin I on the vitros eci system. Biased results were reported; no treatment was initiated as the physician questioned the results prior to action. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.